Manufacturer narrative:
(B)(4). Concomitant medical products - catalog # 42500806202 lot # 63680778, tibial baseplate component catalog # 00588605510 lot # 63208575, patella resurfaced catalog # 00587806535 lot # 63695060. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.  Multiple MDR reports were filled for this event: 0001822565-2018-00366. Remains implanted.

Event description:
It was reported that patient underwent an initial right knee procedure due to pain. Deep vein thrombosis was found postoperative six days while patient was awaiting extended care facility placement.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. This will be reported on MFR # (B)(4).